Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016, to report that on (B)(6) 2016, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A review of the data log observed firmware errors. Functional testing was performed and the liquid crystal display (lcd) test passed. A receiver lcd drop test was performed and the test passed. The reproted even of a frozen screen display was confirmed through log review. The root cause could not be determined.